Event description:
It was reported that the patient suffered from a revision surgery of the right hip 16 years post-implantation due to pain and suspicion of infection. Right hip aspiration yielded no fluid. Spect/CT showed no evidence of infected right hip arthroplasty. There was no evidence of infection throughout all of the dissection planes. During the revision surgery, all prior implants were explanted and replaced with a tha system from a competitor with sn femoral components. Primary surgery was a right bhr.

Manufacturer narrative:
Internal reference number: (B)(4). H3, h6: it was reported that a right hip revision surgery was performed due to pain and suspicion of infection. As of today, the implanted devices, all of which were used in treatment have not been returned for evaluation. Without a definitive batch number, a complete review of the historical complaints data cannot be performed for the alleged device. A review of historical complaints data was performed using the part numbers and the reported failure modes to evaluate patterns of repeated failures or defects. Similar complaints have been identified for the cup. This will continue to be monitored via routine trending, however it should be noted that this device is no longer sold. As no device batch numbers were provided for investigation, manufacturing record review could not be performed. If more information is received, this investigation will be reopened. The review of the most recent IFU found adequate warnings and precautions in relation to the alleged failure modes. A risk management review was performed. The alleged failure modes and associated risks have been anticipated within the risk file and the anticipated risk level is still adequate. No further actions are required at this time. A review of historic escalation actions related to the products and similar complaint events was performed. Following the review, prior applicable escalation actions were identified and confirmed to reduce associated risks as far as possible. No further escalation actions are required. The available medical documents were reviewed. A clinical root cause could not be determined. However, the patients history of multiple lumbar diagnosis, multiple lumbar surgeries and chronic pain cannot be ruled out as possible contributing factors to the reported pain. The patient impact is determined to be the revision, post revision dislocation and reduction. Based on the information provided, further investigation of the reported complaint cannot be carried out and remains inconclusive. A definitive root cause cannot be determined. Based on the limited information provided we are unable to speculate on specific factors known to contribute to the alleged fault. Should the devices or additional information be received, the complaint will be reopened. Based on this investigation, the need for corrective and preventative actions is not indicated.